Event description:
It was reported that the patient experienced faulty sensors. The reporter was unable to provide specific error messages. The patient encountered the unspecified problem on (B)(6) 2024 and the sensor session ended. It is unknown if the patient was checking finger sticks to monitor their blood glucose after the sensor session ended or what the alst cgm reading was prior to the unspecified error. The following day, the patient was admitted to the hospital due to diabetic ketoacidosis (dka) without coma. The reporter was unable to provide additional details regarding the hospitalization and intervention at the time of the call. The patient was admitted (B)(6) 2024 and was still in hospital for observation at the time of the report on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.